Event description:
A customer reported an issue where a cartridge was not fully snapping into place on their pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to remove the pump case, inspect the pneumatic tap area, and noticed an o-ring on the tap. After removing the o-ring and cleaning the area, the customer successfully reloaded the cartridge and was able to resume insulin therapy without further issues.